Manufacturer narrative:
Philips investigated this complaint and, based on additional information collected, confirmed that the procedure was completed as planned without any delay, as the event occurred during image storage. A philips field service engineer (fse) inspected the system onsite and confirmed through system log files that the system reported insufficient storage space, requiring deletion of examinations. Further investigation revealed an issue with the image database. The philips engineer resolved the issue by performing a database consistency repair and regenerating the image store. After the repair, the system was returned to service in good working order. At the time the complaint was received, philips did not have sufficient information to exclude the potential for death or serious injury upon recurrence, the complaint was reported. Since then, new information has been received, leading to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario in which imaging functionality remains available, and the procedure can be completed on the same system is not likely to result in death or serious injury. Therefore, based on the investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed the message that free space was low. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.